Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37082-60, serial# (B)(4), product type extension.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of other chronic/intract pain (trunks/limbs). It was reported that the patient had their ins replaced due to normal battery depletion on (B)(6) 2017. It was reported that during the surgery, the extensions were difficult to remove from the old ins. The surgeon was then unable to insert the extension into the new ins. It was noted that the extension looked damaged at the end that connected to the ins. It was reported that the old extension was left connected to the lead and was left in the patient¿s body, not connected to the ins. It was reported that the patient was scheduled for a surgery on (B)(6) 2017. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the surgery on 2017-oct-20 was a replacement surgery for the affected extension. The extension was explanted and replaced. It was noted during the procedure that lead co ntacts 4 - 7 were discolored but still had normal impedances. The patient was getting good coverage and stimulation after the procedure. No further complications are anticipated.